Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during the pre-drilling interference check, the drill bit was found to have slight interference with the distal lateral stop hole. It was used as is, and during drilling, the bit deviated from the hole, so drilling was performed while holding the sleeve. The primary complaint is that the intermediate targeting sleeve felt stiff during use."